Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device did not pass the test indicating "incorrect battery test". There was no patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause to the reported problem was a battery failure. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that the battery requires replacement. The battery is on order. Once the battery is installed the device passing testing will be put back into service. It has been concluded that no further action is required at this time.